Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the left coronary artery was protected with a wire, undeployed stent and a guideliner prior to thv deployment in the non-edwards surgical valve. Thv was successfully deployed, then a left main stent was successfully deployed. During post-tavr aortogram, the left main appeared to be occluded. It was determined that the left main stent was "crushed" resulting in complete shutdown of the left coronary arteries. Patient was placed on va ECMO due to hemodynamic instability. Left main stent was re-wired, ballooned opened and successfully repaired. Patient remained on ECMO during transport to the ICU. It is unclear what caused the stent to become crushed, per the heart team it may have been an interaction with the thv stent frame and the left main stent frame after coronary stent deployment. The thv was deployed before the stent. The patient was alive at the end of the procedure. The valve was successfully implanted. The previous valve was not an edwards device. There was no central leak. There was no device malfunction/difficulty using the device during case. The initial reporter (e.g., physician, nursing staff) did not allege any ew device was deficient in any way.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2 and h6: type of investigation, investigation findings, investigation conclusions, and h11 have been updated. A no product returned engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, therefore a device history review, and lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for coronary stent interaction has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the left coronary artery was protected with a wire, undeployed stent and a guideliner prior to thv deployment in the non-edwards surgical valve. Thv was successfully deployed, then left main stent was successfully deployed. During post-tavr aortogram, the left main appeared to be occluded. It was determined that the left main stent was ''crushed'' resulting in complete shut down of the left coronary arteries.'' And ''it is unclear what caused the stent to become crushed, per the heart team it may have been an interaction with the thv stent frame and the left main stent frame after coronary stent deployment. The thv was deployed before the stent.'' Per provided information, it sounds that the undeployed stent was fully deployed after the thv (sapien 3) deployment. In this case, it was likely the interaction between the stent and thv (sapien 3) during the final stent deployment, leading to the crush of stent. As such, available information suggests that procedural factors likely contributed to the complaint event. A pra is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.